Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via venous retrograde approach. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the left forearm. After a guide wire crossed the lesion, a 4.0 x 40 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 4.0 x 20 mustang balloon catheter. No patient complications nor injuries were reported.